Manufacturer narrative:
The reported event of post-op (B)(6) infection cannot be confirmed through product testing along. Per event description, the patient stated that she has had right flank/rib pain since implant. The surgeon attributes this to scar tissue removal.. As received, the penta lead passed electrical testing. No root cause was identified for the reported issue.

Event description:
It was reported that the patient finished the IV antibiotics and the infection has resolved.

Event description:
It was reported that the patient experienced pain at their right flank/rib since the implant. The patient was treated with steroids and gabapentin. The patient went to the emergency room as the pain was increasing and was diagnosed with (B)(6) at the incision site where the previous system's octrode leads were removed. The incision site was reported to be draining and the patient was started on IV antibiotics. The patient's current scs paddle lead system was explanted and the cultures for the infection came back as strep. The patient did an inpatient stay for an IV antibiotic regimen.